Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our current knowledge.

Event description:
During a lap chole procedure, the surgeon noticed a portion of the ring protruding from the mesh. The exposed ring was removed from the patient without any difficulty. There was no noticeable damage or pain caused to the patient. The patient is stable after the surgery.